Event description:
It was reported that during treatment of an sfa using a contralateral approach, it was difficult to unlock the deployment trigger. Add'l force was applied, which resulted in the breakage of the internal wire. During withdrawal, the outer catheter became stretched and broke. Upon removal, the stent was noted to be partially deployed approx 1.5 cm. No injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA #p070014.